Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving unknown I ntrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the company rep was going to meet the hcp at the office to meet a patient whose pump was interrogated and message stating "pump motor has stalled and recovered" displayed. The company rep stated she knew it was the message displayed for software upgrade but patient has not had an magnetic resonance imaging (MRI) in the last year and 2 months. The company rep stated she would check logs and review external factors that could stall pump with patient. This was the first time the synchromed ii pump was interrogated with a810 app version 2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that it was unknown if the event resolved. The patient had not reported any additional events related to the complaint since her last visit.